Event description:
A patient was undergoing a leg vein harvesting procedure as part of a cardiac surgical procedure. A physician's assistant was operating the hemopro device during the vein harvest. Initially, the device was operating appropriately - then, while the physician's assistant had the hemopro device "off", the staff noticed that smoke and a small flame had erupted from the hemopro device. The device was quickly removed from the operating room and no further smoke or flame was noticed. There was no patient impact or harm. The device is available for manufacturer review.